Event description:
Reportedly, during the procedure the device jammed and the fired clip on the bile duct was not properly formed. The cystic artery was damaged by the base of the jaw. A small amount of bleeding was confirmed, even though it was not seroius, the operation was shifted to the abdominal section. The damage was resolved with another device. This problem occurred with two endo clip 10mm devices during the porocedure, but it is not clear which device caused the bleeding. The pt's condition was rpeorted as stable. Procedure type: lap. Chole. Pt sex: unk